Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted for normal elective replacement indicator (eri) battery status and was replaced with another boston scientific crt-d. Upon receipt, engineering calculations determined this device did not meet expected longevity as described in labeling.